Manufacturer narrative:
The mobile power unit is not a single use device. The approximate age of device is 4 months. (Calculated from the date when the mobile power unit was issued to the patient). Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. During a routine review of the log file, the technical service representative confirmed a no external power alarm due to the power cord coming loose from the wall. Additional information has been requested but has not been provided.